Event description:
It was reported that on (B)(6), a novasure procedure was performed the physician had a difficult time accessing the cavity initially due to the patient history of leep. The patient was placed in trendelenburg and the device was successfully seated with a cavity width of 4cm. The procedure was completed as normal although the physician did say that the cavity test was abnormally quick. The patient went to recovery and was in significant pain, CT and ultrasound were performed noting bleeding into the vagina and foreign body in the cavity. The cavity appeared normal post-ablation. After discharge from the hospital, the patient presented to ER (exact date unknown)complaining of pain and fever, and was given antibiotics. No additional information available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.